Event description:
The surgeon reported 3 events in which the 23 gauge trocar was tight fitting with the light pipe. Case one and three of the events reported were minor and easily manipulated to remove, as per the surgeon's description. The second case had multiple small tears with one giant tear. The surgeon stated the patient's post operative exam was "alright" (sic). Multiple attempts were made for more info on the event with no response to date. This report is for one pt; for additional patients see mfg. Report#'s: 2028159-2008-00207. 2028159-2008-00212.

Manufacturer narrative:
No samples were returned and no lot numbers were provided for investigation. The root cause of the pt event cannot be determined in this investigation. This report mailed in to FDA on: 06/06/2008.